Manufacturer narrative:
The product was not returned. A photo was provided of the cartridge and the lens case lid. The cartridge view is from the bottom. There appears to be a small amount of ovd in the tip. The cartridge is inside a wadded up piece of paper. The shadows from the paper make in impossible to discern any damage. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model was indicted. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned for evaluation. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility reported, during intraocular lens (iol) implantation the cartridge cracked. Additional information is requested.